Event description:
Customer stated having problem with recurring high blood sugar. Changed site and set. Experienced temporary lowering of blood sugar. Did not have any audible alarms. During troubleshooting leadscrew turned but nothing exited.